Manufacturer narrative:
Date sent to the FDA: 02/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/12/2021.

Manufacturer narrative:
Date sent to the FDA: 4/21/2025. Additional information: b5, d3. Corrected: d4 (primary UDI #). Additional b5 narrative: it was reported that patient that patient underwent left and right hernia repair surgery on 8/29/2011 and there are 2 (two) proceed was implanted. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2012 of the first mesh. It as reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient underwent partial removal of the second mesh and revision of the first mesh on (B)(6) 2019. It was reported that the patient experienced severe and chronic pain, inflammation, adhesions, adhesions to the small intestine, bowel resection and open draining wound. Other procedure is captured in separate file. No additional information is provided.